Event description:
It was reported that the device was explanted after an implant duration of approximately 71.2 months. Through the operative report, it was learned that "the prosthetic aortic valve was normal in appearance but was required to be removed for visualization of the mitral valve".

Event description:
Reportedly, the device was explanted at implant, due to regurgitation. Per the cer: customer tried to implant physio ring to correct mitral regurgitation in 2009. Mitral valve plasty and tricuspid annuloplasty were performed on the same day, and 4900t30 was implanted for tricuspid position. After the ring was placed on the mitral annulus, there was a regurgitation reoccurred. Customer removed the ring before suturing. Patient was discharged from the hospital without any regurgitation. Customer observed the ring after rinsing and drying the ring for few times and found out that the commissure marker on the ring was off the original alignment in a counterclockwise fashion. Customer commented that the ring and cloth wear did not seem to move or slide easy. Customer did not suture the ring and there was no stress on the ring at the removal. Customer does not think that he moved the commissure marker during operation. Also, he commented that he did not think that the commissure marker and crossing point on the holder plate was off the alignment during operation. There are four following requests from customer: please investigate whether the ring was attached to the holder even though the commissure marker was not aligned correct but off-aligned marker was aligned to the crossing point on the holder. Please investigate if there are any similar case in the past. Customer would like to know the manufacturing process and inspection system of the commissure marker attachment. Customer would like to know the manufacturing process, and inspection system of the ring to template attachment.

Manufacturer narrative:
This was determined to be reportable to FDA per edwards lifesciences procedures. Customer letter required. DHR review cannot be done until the serial number is known. Device is being returned for evaluation.

Manufacturer narrative:
The device was not returned and an evaluation was requested based on photos provided by the customer. The photos provided by the customer were out of focus and it was difficult to evaluate a three dimensional device based on the two dimensional photos provided by the customer. Per the customer's request, a query was conducted and there was no other event similar in nature. The customer requested an investigation into the manufacturing process of this device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. The customer also requested an investigation into whether the ring was attached to the holder -- that could not be confirmed since the device was not returned. Customer requested information on the ring to template attachment. A review was conducted of the manufacturing and inspection processes related to the product model reported. Various inspection points within the manufacturing process will detect the type of product defect reported in this event. This information has been provided to the customer.